Manufacturer narrative:
(B)(4)

Event description:
The user is questioning the reversal of the "shock advised" notification given by the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
UDI #: n/a.

Event description:
The user is questioning the revesral of the "shock advised" notification given by the device during a patient use event. The patient outcome is unknown.